Manufacturer narrative:
A root cause cannot be identified with the information provided. However, possible causal factors may be sample processing related including off-label collection, reagent kit/tube storage and handling, or sample collection and handling during processing. This is a run-specific issue and the reagent is performing as expected. Review of the provided data suggests that true amplification was generated for the sars-cov-2 target on run 4104. The investigation into the alleged lot indicates that the reagent is working as expected and a systemic product problem was not identified.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 (flua and flub negative). The patient was retested at a different hospital and generated a negative result (details are unknown). The same sample was retested on the same and a different cobas liat analyzer and yielded a negative result for all targets (sars-cov-2, influenza a, influenza b). The positive results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.